Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted due to an unknown reason. There was no bsc representative present as this account is not on contract with bsc. It is believed that the device was replaced with a competitor device. No additional adverse patient effects were reported. The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.